Manufacturer narrative:
(B) (4) - pt was dissatisfied with vision.

Event description:
The pt was dissatisfied with his vision, and requested that the lens be exchanged with another. The doctor indicated there was noting wrong with the iol.